Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that insulin leaked from the reservoir while delivering a bolus. The patient's blood glucose at the time of incident was 251 mg/dl. Troubleshooting was initiated for the reservoir leak. No moisture was found in the reservoir compartment or under the lcd display. The customer could not confirm if the insulin leaked past both of the reservoir's o-rings since she threw the reservoir away. The customer confirmed that the reservoir was expired, and the customer was advised that using an expired product could cause issues. No products were returned and a replacement reservoir was shipped to the customer.